Event description:
Per the clinic, the patient developed keloid over the abutment site and subsequently was treated with antibiotics (specific type, date and duration not reported). The patient was placed under general anesthesia in order to underwent revision surgery (specific date not reported). It was also reported that the device was explanted under general anesthesia on (B)(6) 2024, and there is plan to convert the patient to a transcutaneous osia implant system; however, this has not occurred as of the date of this report.